Event description:
It was reported that during device upgrade it was noted that noise on the atrial lead was causing inappropriate at/af episodes. Episodes of real noise of short duration were seen on the old device. As the vein was stenosed the physician was unable to place an additional atrial lead. The lead remains implanted, and no additional lead was placed due to the patient anatomy. The patient was stable.